Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness and was unable to self-treat, requiring treatment with glucose tablet provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. An attempted to replicate the user¿s complaint for missing high and low glucose alarms. Successfully received high/low glucose alarms notifications in the application (android 13; 2.8.4.9335, ios 15.6.1; 2.8.1.6120). No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. As it is unknown if the user was using android or ios, d4 model no. And g4 - PMA/510(k) # was populated for ios. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness and was unable to self-treat, requiring treatment with glucose tablet provided by third-party. There was no report of death or permanent impairment associated with this event.